Event description:
(B)(4) MDR - at first, the associated siello lead showed no measureable thresholds. It is believed that the lead was revised at that time because a second revision was reported for measurements only being seen in unipolar configuration. At that point, this device and the associated lead were explanted. No event date was provided for either complaint.

Manufacturer narrative:
(B)(4) MDR.